Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B) (4).

Event description:
Mamography images printed from pacs workstation are not actual size, however, the film states actual. There was no reported pt injury associated with this event.